Event description:
Prior to implant, the device was unable to be interrogated. A new device was implanted. There were no patient consequences.

Manufacturer narrative:
No conclusion code available. The reported event of inability to interrogate the device was confirmed in the laboratory. Communication could not be established between the device and the programmer via radiofrequency (rf) telemetry. The cause was traced to an anomalous state of an rf state machine. The cause of the anomalous state remains undetermined.